Manufacturer narrative:
The reported issue was confirmed and traced to power management (pm) printed circuit board assembly (pcba). The fse replaced pm pcba and front bezel. The device passed performance verification testing and was returned to service. Upon further investigation, it was determined that the unit was not in patient use at the time of the reported issue. The issue was found during device testing. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported that the unit was not powering on with battery only. The customer also reported that the nav ring is not working when testing the unit. The customer requested power management (pm) pcb replacement. The customer contacted product support customer reported when first got unit from staff the battery voltage was 12v. The caller advised charged battery and battery voltage is 16v. The customer advised all voltages are correct in the pneumatics screen. The customer advised the date code on the battery is may 2018. The customer requested power management (pm) pcb replaced under (B)(4), confirmed part ID for (pm) pcb. The caller advised the nav ring is not working when testing unit. The caller requested nav ring replaced.